Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was revised and repositioned but the helix would not extend once retracted and placed. The lead was removed and a second lead was attempted to be implanted but not used. The lead helix would not extend. The lead was removed from the body and the helix still would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The analyst noted that the lead was returned with the helix fully retracted. Visual inspection found the drive shaft lug stuck behind the retraction stop, and that prevented helix extension. If information is provided in the future, a supplemental report will be issued.